Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing dizziness. T-wave oversensing (twos) post ventricular pacing was seen on the right ventricular (rv) lead which resulted in the patient's heart rate being below the programmed rate of the implantable pulse generator (ipg). The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.